Manufacturer narrative:
Other relevant device(s) are: product ID: 9 00sfc28, serial/lot #: (B)(4), ubd: 02-oct-2022, UDI#: (B)(4). Product analysis: no product has been returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three weeks following the implant of this bioprosthetic valve and tricuspid annuloplasty ring, the patient died. The cause of death was not received. There was no evidence to suggest that the valve/ring or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed.